Manufacturer narrative:
The drill and attachment were received at the manufacturer for investigation. The drill ran to specification but the attachment was found to have corrosion in the bearings. The alleged burn was most likely caused by the corrosion debris in the attachment. Once corrosion or debris gets into the bearings of the attachment it will run with higher temperatures due to additional friction. The instructions for use (IFU) states that the customer should run the attachment before every use to ensure that the operation of the product is normal. When bearings have debris in them the user should be able to tell that the attachment is not running correctly due to additional heat, noise, and vibration in the attachment.

Event description:
It was reported that during a tooth exposure the attachment heated up and the patient received a moderate burn to the lower lip. A cooling ointment was applied at the time of the incident but there is no additional treatment expected.